Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure after working with a system for approximately 5 minutes, it was allegedly leaking at the area of engine contact in the catheter part. It was further reported that only 1-2x was placed on the wire then pulled down the wire and washed in a bath with saline. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a catheter was physically investigated. During physical investigation we received a catheter with a strong kink at the kink protection, the tip of the catheter was heavily clogged. The test guide wire did not pass through because of the huge resistance, after rotating it with the drive system, the test guide wire passed through the catheter with slight resistance. Aspiration test was performed and slightly lower aspiration level than nominal was achieved. Therefore, the investigation cannot be confirmed for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure after working with a system for approximately five minutes, it was allegedly leaking at the area of engine contact in the catheter part. It was further reported that only 1-2x was placed on the wire then pulled down the wire and washed in a bath with saline. The procedure was completed using another device. There was no reported patient injury.